Event description:
It was reported that the device exhibited "screen lcd" there was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis, service history identified there was no indication that the complaint was related to a service of the device within the review period. Functional and visual tests were performed and found that the device does not hold patient data. Primary problem with defective printed wiring assembly (pwa). The reported issue was duplicated. The root cause of the problem was a scratched lens. As a result, the printed wiring assembly (pwa) will be replaced.